Manufacturer narrative:
The device was returned to the MFR for eval. The device was returned assembled with the percutaneous lead intact. The inlet and outlet cannulae were returned attached to their respective pump ports. Examination of the device revealed an acute, soft and unstructured deposition present in the blood path of the pump and in the inlet and outlet cannulae. The soft nature of the deposition indicates that it was in the early stages of formation and likely developed as a result of poor flow through the pump. The exact cause of the low flow cannot be concluded. The examination of the pump bearings did not reveal any anomalies related to wear. Samples of the observed deposition were sent for analysis. Pathology results indicated all of the submitted samples were fibrin clots with generally minimal to moderate numbers of cells. There was no organization of the clots by fibroblasts, but the structure and the layering with cells suggested an origin dating 12 to 72 hours prior to explantation. Small gram positive (B) (6) were observed in the inlet elbow, outlet elbow, and outlet stator sections, an indication of a bacterial infection. A direct relationship between a bacterial infection and the reported event cannot be concluded. The pump was cleaned, reassembled and functionally tested under loaded conditions. The reassembled device functioned as intended during analysis. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The nurse practitioner reported that the pt was presented to the hosp complaining of a headache and had an ischemic stroke. According to the nurse practitioner, this pt had been non-compliant with medication and had an inr of 1.2-16, had missed multiple appointments and was non-compliant with dietary restrictions. Due to left-sided weakness, the pt went to interventional radiology for heparin and clot removal. The pt seemed to progress and was alert. The following day, the pt experienced shaking and twitching, began coding due to difficulty breathing and was seizing. He was intubated and in vtach and converted to sinus rhythm. The evidence suggested brain hemorrhage. The psychiatrist, ethics and hospice were brought in for consult. The family was consulted and a decision was made to have support withdrawn.